Manufacturer narrative:
Mindray service representatives replaced the cpu. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported a failed display on the passport v monitor, which may have resulted in a loss of primary monitoring. No patient injury was reported.